Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and tried to initiate a cycle with the trainer and was able to duplicate the reported issue. The stm reviewed the diagnostic logs and discovered and "autofill fc37" failure with a 0x3 fill fail-dead volume calc timeout. The stm performed a system check completed the 30 psi transducer check but the compressor performance test failed to provide the correct pressure level. The smt replaced the scroll compressor then completed the compressor performance test and all tests passed. In addition, while performing the manifold test on all manifolds, all tests passed except the vacuum leak test on the drive manifold test. The stm was able to trace the problem to the patient interface module (pim) and replaced the pneumatic module assembly and all manifold tests passed. Subsequently, the batteries failed the battery runtime test. The stm installed new batteries then completed the battery runtime test which passed. The stm then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was released to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) went into standby when it should not have. It was later reported that the customer stated the iabp unit would fail autofill multiple times. There was no patient harm and no adverse event was reported.